Event description:
It was reported that the battery melted and was smoking. The staff pulled the fire alarm. There was patient involvement but no harm. A copy of sus report was received, which states "team noticed an odor of smoke coming from hallway pulled fire alarm discovered to be coming from alaris pump battery and pump was in use with patient upon discovery, pump immediately removed from use and new pump obtained for patient did not experience any injury from event."

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshooting with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the battery melted and was smoking. The staff pulled the fire alarm. There was patient involvement but no harm.